Manufacturer narrative:
The technician isolated the issue to the head section hydraulic cylinder . He replaced the hydraulic cylinder to repair the stretcher.

Event description:
Information received indicates the head section will not lower.